Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The lens was returned adhered to a piece of sponge wrapped in gauze. The lens had been cut into two pieces across the center. The lens was cleaned with klrp for further evaluation. One portion had two scratches. These were narrow scratches side by side. The longer scratch was wavy. This damage was similar to damage caused by loading forceps. Damage was also observed on the edge at the cut area. This damage appeared to have been caused by an instrument used to grasp the lens while it was being cut. Intraocular lens (iol) and monarch product history records were reviewed, and documentation indicated the product met release criteria. Qualified associated products were indicated. The root cause for the reported scratch appeared to be related to user handling. One portion had two scratches. These were narrow scratches side by side. The longer scratch was wavy. This damage was similar to damage caused by loading forceps. This type of damage can occur when inserting the lens into the cartridge with forceps. The instructions for use (IFU) instructs to completely fill the cartridge with ophthalmic viscosurgical devices (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The file will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during cataract surgery with an intraocular lens (iol) implant procedure, doctor noticed a scratch on the lens once inserted into the eye. Subsequently the lens was removed during initial procedure and completed with same company lens model and diopter. Additional information received stating that there was no patient harm.